Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 475 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin fluid and insulin pump for high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer declined to perform a carelink upload. Customer stated that diabetic ketoacidosis was due to dehydration and steroid medications. The insulin pump will not be returned for analysis.